Event description:
Alleges raising the chair to exit and the unit flipped on top of consumer.

Manufacturer narrative:
The provider feels this is a case of misuse. The provider scrapped the device in the field.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Alleges raising the chair to exit and the unit flipped on top of consumer.